Event description:
The pt was undergoing a laparoscopic cholecystectomy and the following laparoscopic instruments were being used: hook cautery, hot; dissecting forceps, hot; cautery cord; disposable ethicon trocars; graspers x 2; 10 mm laparascope; camera. The occupy/unoccupy alarm stopped after a few seconds and the case continued. Shortly thereafter, it was noted that when the cautery was used, the pt had diaphragmatic twitching and eyebrow twitching; the battery-powered nerve stimulator being used by anesthesia was rendered inoperable.